Event description:
Healthcare professional confirmed right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one crack opening and fold creases. Leak test and microscopic analysis was performed which identified one crack opening and partial delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Partial delamination of valve assessed as adhesive failure.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side "rupture" of a saline implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.